Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A periprosthetic fracture is a break in the bone near or around the site of an implant. During the joint replacement surgery, a series of events occur which compromises the integrity of the long bones around the joint which include reaming, rasping, irrigating, hammering, and drilling. The implant is then inserted and secured into these bones either by cement, press-fit force, or bone matrix integration which can take varying amounts of time to become secure in the bone. As the bone is healing, it is more susceptible to damage and fracture from external trauma such as a hit or fall, or weight bearing forces. As the complaint indicates the patient experienced a periprosthetic fracture, it can be expected the patient would require additional medical and/or surgical intervention.

Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Flecher, x., ros, f., jacquet, c., olivier, m., parratte, s., & argenson, jn. (2020, june 28). A retrospective comparative study comparing 3 mode of fixations in revision tka: tmt cones with short cemented stems, cones with long uncemented stems and long uncemented stems without cone. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a revision procedure due to periprosthetic fracture. Attempts have been made and no further information has been provided.